Event description:
It was reported to baxter (B)(4) that a baxter continu-flow set was noticed blocked and unable to prime prior to use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Visual inspection did not reveal any deviations. A gravity test was performed, and the solution flowed correctly through the tubing. The reported condition was not confirmed. The root cause could not be determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.